Event description:
The device was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. The setscrews were checked and all operated normally. The right atrial (ra) tip setscrew was confirmed to exhibit signs of cross-threading. The defibrillation, pacing and sensing functions of the device were verified per automated testing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) when trying to connect the right atrial (ra) lead to this device, the lead kept pulling out. A new device was implanted successfully. No adverse patient effects were reported.